Event description:
It was reported a patient underwent a vaginal delivery on 14-nov-2023 and suture was used. Adult female delivered baby vaginally. While repairing a laceration as a result of delivery, it was noticed that the needle "broke" and tip could not be located. X-ray confirmed that the tip was in the patient's soft tissue. It was removed without difficulty and no known harm to the patient. X-ray performed to locate tip of needle. Tip removed from soft tissue. There were no patient consequences reported. No additional information was requested at this time.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/28/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.